Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the device revealed that the coil and sheath were separated at approximately 2cm proximal from the burr housing strain relief. The remainder of the burr catheter was not returned. As the returned burr catheter could not be use due to the separated coil and sheath, a test burr catheter was used during analysis. The advancer was connected to the rotapro control console system. The returned advancer was able to reach optimal speed with no resistance or issues using the test burr catheter.

Event description:
Reportable based on device analysis completed on 13dec2024. It was reported that no cross due to calcification. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm rotapro was selected for percutaneous coronary intervention. During the procedure, no cross due to calcification was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition after the procedure. However, device analysis revealed that the coil and sheath were separated at approximately 2cm proximal from the burr housing strain relief.